Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose was 270 mg/dl. Reportedly, customer primed out the air bubbles from the tubing and resumed insulin delivery.